Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient has a foley and they do not feel stimulation on either side; their sales rep is aware. They feel pain or maybe discomfort in their back and they aren't sure if it is from the incision. As a result of the event, the patient was advised to connect with their healthcare provider (hcp) if the pain doesn't subside. The next day, the patient experienced spasms all day. On (B)(6) 2017, patient was still experiencing spasms and still doesn't feel stimulation. Hcp is aware of the stimulation issue and the patient's leads will be removed on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the foley was taken out. It was also reported that the patient was reprogrammed and felt stimulation after implant. It was reported that this was a complicated case with both urge/freq and retention. It was reported that the retention was pre-existing. No further information reported.